Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that premature eri observed on the device. The device was explanted and replaced. The patient condition was fine after the event.